Event description:
It was reported that the zimmer air dermatome allegedly dug into the pt.

Manufacturer narrative:
The device was not returned to the MFR. A follow up medwatch will be submitted once the investigation is complete.